Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer¿s blood glucose value was in the range of 54-500 mg/dl. Reportedly, a new cartridge was loaded to address the event.